Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that they took a spin and the exam transferred to the stealth normally. When they went to take another spin, they received an error that said "please verify the correct scan was sent to the system if problem persists please take another scan". A third spin had the same error. All exams had the nav tag, but were unable to be pushed to the stealth manually or wirelessly. This occurred with a navigation demo system, so the site tried to manually pushing to the site owned navigation system and received the same error. There was no patient impact reported and a less than one hour delay to surgery.